Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the blood glucose is low as 47 mg/dl after changing infusion set a couple times. Customer declined troubleshooting for low blood glucose. Customer treated by drinking juice, ice cream, and apple pie and then the next day was up to 400 mg/dl. The insulin pump will not be returned for analysis.